Event description:
The customer reported that the charge pak and the attention symbols are displayed on the device. When tested, the device would not stay turned on. The reported problem was found during routine device inspection/testing.

Manufacturer narrative:
Physio-control will submit a supplemental report on the event to the FDA.